Event description:
On event date following a left heart catheterization, an angio-seal device was deployed in the right femoral artery and the pt was discharged without incident. During the night, the pt presented to the ER complaining of pain and coldness in the right foot. The next day in the ccl, contralateral access was achieved, revealing an occlusion in the right femoral artery at the arteriotomy site. A balloon angioplasty was performed to create blood flow; subsequently, pedal pulses were restored and the foot warmed. However, 3 days after event date, blood flow to the extremity was again diminished. Five days after event date the pt was referred to a vascular surgeon with unknown outcome. The cath lab staff reported that the pt was non-cooperative and moved around considerably during and after the procedure. St jude medical is awaiting follow-up info.